Event description:
It was reported that the lesion was located in the lmt and proximal lad, which had mild tortuosity. The lad was crossed with a guide wire and then the first diagonal was crossed with the whisper ms for protection. A stent was deployed in the lmt and an attempt was made to remove the whisper, but the tip of the whisper seemed to be trapped and could not be removed. The whisper was advanced and retracted to release it but then the tip separated. The procedure was completed by tacking up the separated tip against the vessel wall.